Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon had started firing when the stapler partial fired and the tissue was pushed out from the reload and found staple formation at the end of the reload. The surgeon had to oversew the staple line with an extended two hours for the operation. The doctor also did endoscopic gastrointestinal to check the staple line. The user found no bleeding and finished the case.

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that the returned image and video, several malformed staples could be seen in the tissue. While the returned product noted the reload was fully fired with the interlock engaged. The jaws were open. The reload interlock was tested and found to function properly. It was reported that the instrument partially fired, and the tissue was bunching. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the staples did not form properly. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.